Manufacturer narrative:
(B)(4) the device history review for the product visistat 35w 6/box, lot number 73j1500669 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples did not close on the skin. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used. Biological material was present on the stapler where the staples are fired. Two staples were found to be jammed at the stapler tip. One staple was partially formed as if the trigger was not fully engaged. No other defects or anomalies were observed (reference files (B)(4)). The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the stapler was found to be jammed as a result of partially formed staples. In order for the stapler to function, the trigger must be fully engaged. Once the partially formed staple was removed, the stapler was functionally tested with no issues found. The reported complaint of staples not grabbing the skin properly could not be confirmed based upon the sample received. The stapler returned was found to other remarks: be jammed as a result of a partially formed staple lodged in the stapler tip. The IFU for this product indicates, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Once the partially formed staple was removed, the stapler functioned with no issues found. Therefore, based upon the sample received, operational context caused or contributed to this event.

Event description:
Alleged event: the staples did not close on the skin. The patient's condition was reported as unknown.